Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated before replacement, it showed that the eri was reached on (B)(6) 2017 but the patient notification alert was delivered on (B)(6) 2016. Premature battery depletion was suspected. Review of session records noted high current drain for about a year in 2014. It was discussed that increased outputs and adding a second lv pacing output could significantly decrease longevity. Device was explanted and replaced. The patient was stable before, during, and after the procedure.